Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal left anterior descending artery with one 3.5 x 8 xience v stent. On (B)(6) 2010, the patient experienced fatigue and left arm pain and was found to have 75-80% severe ostial in-stent restenosis. On (B)(6) 2010, the patient underwent a single vessel coronary artery bypass graft in the left anterior descending artery and the patient's condition resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) no predilatation (direct stenting.). There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design. Reportedly, the xience v stent was direct stented (implanted with no pre-dilatation). It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported approximately 2 years after the initial procedure.